Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor and the ilet pump displayed dosing stopped with instructions to connect cgm or enter bg, consistent with an intermittent communication failure involving the cgm interface and related electrical/antenna components; the user attempted to enter the sensor code repeatedly without success and was advised to toggle settings and re-enter the pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and pump consistent with intermittent communication failure, with involvement of electrical components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.